Manufacturer narrative:
The reagent lot number is 85679901, with an expiration date of 30-apr-2026. The investigation reviewed the calibration data and the results were within the specified ranges. The field service engineer (fse) inspected the module and found resistance in the spring return mechanism of the rinse station and nozzles. He then removed and cleaned the nozzles. He also adjusted the water supply pump, gear pump pressure, and wash water volume; performed a cell blank measurement; and checked the dispense volumes of the sample and reagent probes. The investigation determined that a general reagent issue was unlikely, as the calibration was acceptable and no further cases were reported for the reagent lot. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue. The specific cause of the event could not be determined.

Event description:
The initial reporter received questionable calcium gen. 2 results from two samples from the same patient sample tube tested on the cobas 8000 c702 module. One example of discrepant results was provided: the initial result was 7.42 mg/dl. The repeat result was 9.34 mg/dl. The questionable result was not reported outside of the laboratory.